Manufacturer narrative:
Sample was collected in a li heparin pst tube and centrifuged for 10 minutes at 3800 rpm. All samples are poured into access insert cups to be run on the instrument. Repeat testing is performed from the same insert cup. Customer stated there are no visible issues with the sample. Per the laboratory's procedure, all accutni results of >0.05 ng/ml are repeated prior to being reported out of the laboratory. Qc is performed once every 24 hours, and was within the customer's established ranges just prior to the erroneous result. Accutni calibrations performed the day after the event failed. A system check performed on (B)(4) 2011 and (B)(4) 2011 both met specifications. Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. Fse replaced the pump seals and o-rings in the wash and precision pumps and verified all alignments. Results of verification testing met published specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bec) that an access 2 immunoassay analyzer generated a troponin (accutni) result above the ami cutoff for one (1) patient. This result was not reported out of the lab. Repeat analysis of the sample generated a result within the normal reference range. This result was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.